Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins charge used to last 1 to 1.5 months. They stated that now they were getting about two weeks and had to charge it again. The patient stated that they started noticing the problem because they get up and all of a sudden they would think ¿ why am I hurting so much¿. They stated that they would then check their patient programmer and find out that the ins was dead. They stated that the ins would usually deplete when they were sleeping and they would get up the next morning aching. The patient stated that they noticed they had to charge more frequently this year, but they started tracking it lately. They stated that the last time they charged was june 1st and they stated that the ins was fully charged. The patient reported that today they had to charge again. They mentioned his settings were kind of high but they had not changed them. The patient never had any overdischarge, they reported that they charge to full and they get good coupling. The patient wanted to know when they should contact their healthcare provider (hcp) to see about an ins replacement. Patient services reviewed that it did not mean the ins needed to be replaced. It was reviewed that the hcp or manufacturer representative (rep) could look at the recharging data and determine whether it was a normal charging frequency. The event began in 2020. No symptoms were reported. No further complications were reported/anticipated.